Manufacturer narrative:
No device investigation could be carried out, because the complaint device was not returned to abbott vascular instruments. Therefore, no definitive root cause could be determined. The device was not returned, however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation. The second graftmaster stent is indicated in the event description and in d11 is being filed under MFR# 9616290-2007-00016.

Event description:
It was reported that two graftmaster stents were attempted, but could not be deployed. The perforation was not sealed and the patient was taken to ICU. The outcome of the patient is unknown at this time. However, since the patient was taken to ICU, there was prolonged hospitalization in this case. No additional event or patient information is available.